Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with an unknown surgical valve, implanted in the tricuspid position for an unknown implant duration, underwent a valve-in-valve due to tricuspid regurgitation. The procedure was performed with a 26mm 9750tfx valve.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: g3, g6, h2, h6 (investigation findings, and investigation conclusions). The device history record (DHR) could not be reviewed, as the device serial number was not provided. "It was reported that a patient with a 25mm aortic surgical valve, implanted in the tricuspid position for three (3) years, eight (8) months, underwent a valve-in-valve due to tricuspid regurgitation." Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. IFU review unable to be performed as the model is unknown. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b5, b7, d6a, g3, g6, h2, and h6 (component code, clinical code, type of investigation).

Event description:
It was reported that a patient with a 25mm aortic surgical valve, implanted in the tricuspid position for three (3) years, eight (8) months, underwent a valve-in-valve due to tricuspid regurgitation. The patient presented with shortness of breath, pedal edema, chest heaviness, and dizziness. The procedure was performed with a 26mm 9750tfx valve. On pod# 1, the patient was discharged in stable condition.